Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the incision was extended by more than 1 inch (2.54cm).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post operatively for a robotic lap. Lobectomy. There was a bronchial staple line failure. The patient needed a re-operation to correct the problem. There was tissue damage. Incision was extended. No staple line bleeding or leakage; no saline submersion test done, but initial postop course characterized by zero air flow by digital drain. The patient is alive.